Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, perforated and the struts migrated to hepatic vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years and two months later, axial images using computed tomography (CT) abdomen and pelvis was revealed that an inferior vena cava filter was noted. Several prongs were noted, that extended outside the inferior vena cava. There was 1 prong that appeared to have interval fracture and embolized more proximally, probably within a lumbar vein. Around, two weeks and three days later, the patient reported to the hospital with abdominal pain. On the same day, multiple helical axial images using computed tomography (CT) abdomen and pelvis without contrast showed that an inferior vena cava filter was noted. Again, noted was a fractured prominent inferior vena cava filter, which appeared to be located within a hepatic vein at its confluence with the inferior vena cava. Around, four months later, a couple of recent computed tomography (CT) scans demonstrated that the filter was migrated cephalad to some degree and 1 of the prongs does appear to be in the hepatic vein, but the filter was most likely in complete functional, given the multiple other prongs in appropriate position. The filter had been there for at least a couple of years and had probably epithelialized, so it would be very difficult to remove. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter migration and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 07/2012), g3, g4 h11: h6(method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, perforated and the struts migrated to hepatic vein. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.